Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated a "leak in iab circuit" alarm. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10, h11. Corrected fields: d5.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and verified the reported issue. The stm observed excessive liquid in the iabp tubes and ran the condensation removal procedure and, upon completion, observed that the condensation was removed. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated a "leak in iab circuit" alarm. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.